Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer, with previous occurrences noted. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the replacement of the malfunctioning pump and advised the customer on maintaining insulin delivery through alternate means. Instructions for handling and returning the faulty device were provided, and the customer acknowledged and understood these directives.